Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and pain. The cause of peritonitis was not reported. It was reported that the patient went to the emergency room; however, it was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (2g, intraperitoneal) with ceftazidime (1g, intraperitoneal) for empirical treatment. The patient was then treated with vancomycin (2g, every 4 day s) and ceftazidime (1g, every 24 hrs, intraperitoneal) for maintenance treatment. At the time of this report, the patient has not recovered from the peritonitis. The cloudy effluent outcome was not reported and the pain event had an unknown outcome. Pd therapy was going. No additional information is available.